Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, physio was able to successfully charge and shock without any discrepancies. Physio then cleared the device's memory, which cleared the event code, and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer sent their device to physio-control for repair of a non-critical (nibp) issue. Upon evaluation of the customer's device, physio-control observed that it had previously logged an event code in its memory that is related to a potential failure of the device to deliver defibrillation energy. The event code had been logged on (B)(6) 2018. There were no reports of patient use associated with the reported event.